Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2012 for cervical dysplasia. Isi was provided with the operative report. Additional information provided includes the follow up radiology and operative reports and office notes. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2012, the patient presented with a 1 month history of urinary leakage and a recent cystoscopy and retrograde pyelogram showed left ureteral blockage. There was unsuccessful crossing into the bladder. A left nephrostomy tube placed. A left ureteral injury was found at the ureterovesical junction. An ureteral re-implantation is in the planning stages.